Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position where during the procedure, the patient developed asystole due to interaction with evoque delivery system. A few seconds after the evoque delivery system crossed the tricuspid valve, the patient developed asystole, with a flatline electrocardiogram (ECG). Immediate cardiopulmonary resuscitation (CPR) and chest compressions were initiated and continued for several minutes until a perfusing rhythm was restored. The patient initially returned to bradycardia, followed by a return to the baseline ECG pattern. Once the patient was stabilized, the procedure proceeded without further complications. Tricuspid valve crossing was uneventful, with no evidence of excessive pressure or wire misplacement. The intervention was completed successfully, and the final result was considered optimal. No pericardial effusion was observed, and the patient was reported to be stable. As per medical opinion, the perceived root cause of the event was contact between the tip of the delivery system and the cardiac conduction system during tricuspid valve crossing.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for asystole during tricuspid evoque procedure was confirmed with other empirical evidence provided by the edwards field team, which documented the onset of cardiac arrest shortly after the delivery system (ds) crossed the tricuspid valve. The patient, who presented with atrial fibrillation and a heart rate greater than 100 bpm, developed asystole within seconds of ds advancement, requiring immediate CPR and temporary pacing via the access wire for the duration of the procedure. Available information suggests that contact between the tip of the evoque delivery system (ds) and the cardiac conduction system during tricuspid valve crossing likely contributed to the event. Despite uneventful valve crossing and no evidence of excessive pressure, wire misplacement, or pericardial effusion, the timing and nature of the asystole strongly links the device interaction with conduction tissue. Despite the transient conduction disturbance and need for pacing support, the procedure was completed successfully with optimal valve positioning and no further complications. The patient was stabilized, and no device malfunction was reported. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.